Event description:
Complainant alleged that medics repsonded to a pt stabbing victim and the device failed to discharge when the pt went into cardiac arrest during the event. Initially, medics analyzed the pt, received a "shock advised" message and defibrillated the pt. Medics analyzed the pt a second time and again, received a "shock advised" message but the device did not discharge. Customer believes that the unit dumped the charge after timeout. Medics performed a minute of CPR and the pt was analyzed a third time. The analysis determination was "no shock advised' and the pt was presenting an asystole heart-rhythm. Customer reports that at no point in the ECG strip is there an indication of a second shock being delivered. The pt subsequently expired.